Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue. The stm notified the customer that the alarm is indicative to a leak in the circuit and that they should be checking for leaks in the intra-aortic balloon (iab) circuit. Unrelated to the reported issue, the stm replaced the safety disk due to it reaching expiration. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that a helium leak occurred on the cs300 intra-aortic balloon pump (iabp). It was later reported that the iabp unit generated a "leak in iab circuit" alarm. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.